Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There was a revision performed in which these implants were removed and replaced; therefore, the complaint is considered confirmed. Product identities could not be confirmed due to the parts not being returned. Visual inspection and functional testing could not be performed due to the products not being returned. The products were not returned, there were no photographs, physician's reports, x-rays, or CT scans provided; therefore, the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following information under the section titled possible adverse effects: 5. Fracture, breakage, migration, or loosening of the implant. Device history record (DHR) was reviewed for the pectus bar and no discrepancies were found. DHR review was unable to be performed for the stabilizer as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00890-1.

Manufacturer narrative:
(B)(4). Concomitant medical device: zimmer biomet elongated pectus stabilizer catalog #: 01-3801 lot #: ni. Therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00890.

Event description:
It is reported the pectus bar and two stabilizers were explanted because the bar shifted. It is speculated that the placement of the bar may have been "a little off." A new bar 1/2 inch shorter than the original and two stabilizers were successfully implanted during the revision. The patient is recovering well. No additional patient consequences were reported.